Event description:
Reporter noted lost vacuum during phaco. Changed handpiece, but did not resolve vacuum performance. Posterior capsule tear occurred; anterior vitrectomy performed. Switched out unit to complete the case.